Event description:
It was reported that undersensing was observed on the device during the implant procedure. During repositioning, the helix of the device was observed to be stretched. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of undersensing was not confirmed and the reported event of a stretched helix was confirmed. A visual inspection of the device revealed the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed revealed no anomaly contributing to the undersensing problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.